Event description:
Per a report from the legal department a 69 y/o female patient had a right knee replacement on (B)(6) 2019. Approximately 3 years and 2 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. Revision op report ((B)(6) 2023). Postoperative diagnosis: right knee arthroplasty failure. Patient had increased pain and a small effusion. Esr and crp were negative. CT scan ruled out lysis or evidence of loosening. During the revision a small effusion without any metalosis or purulence present. A synovectomy of the suprapatellar pouch, medial and lateral gutters and intercondylar notch and then exposed the polyethylene and was able to remove the osteotome and mallet. There was some very superficial pitting of the polyethylene. The patient was awoken and transferred to the recovery room in stable condition. No complications occurred throughout the case.

Manufacturer narrative:
D10: concomitants: (B)(6) 02-020-13-0335 - truliant cr cem fem cr cem right sz 3.5; (B)(6) 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t; (B)(6) 200-02-32 - three peg patella 32mm. Pending investigation.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.